Manufacturer narrative:
One 4.5 suture anchor assembly was returned for evaluation. Visual assessment of the inserter shows the inner shaft is twisted. Dimensional assessment of the inner shaft confirmed it met print specifications. Anchor was returned in three pieces. The break is located at the suture slot. Dimensional assessment of the anchor is prohibitive due to its condition. Functional assessment of the torque limiter was performed and found to function as intended, an audible click was heard. With the limited clinical details regarding patient bone quality and site preparation a root cause cannot be determined. No root cause related to the manufacturing process could be established. No further investigation is warranted at this time. (B)(6).

Event description:
After the surgeon inserted the anchor, he rotated the proximal knob. But the click wasn't heard, and the suture wasn't fixed. The anchor fell off from the site when the surgeon continued to rotate the knob. The operation was completed with another anchor. There was 15 minutes delay in the operation. No patient injury was reported. No additional information is available. On 11/09/2015 additional information was received which indicates the following: there was no damage noted to the anchor; surgeon removed anchor from patient with unknown device; a new site was used for the competitors device, thus leaving the initial site empty without any device; there were no anatomy or procedure exceptions noted; unknown if additional force was used to insert initial anchor; unknown bone quality of the patient; the initial site was prepared using a 3.8 tapered awl.